Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using the bd posiflush¿ heparin lock flush syringe, the consumer experienced severe pain in their bowels and lower back. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
This MDR was filed in error. Symptoms of an unspecified reaction are not reportable. This may lead to customer dissatisfaction but does not constitute a reportable adverse event (not an allergic reaction or infection).

Event description:
It was reported that after using the bd posiflush heparin lock flush syringe, the consumer experienced severe pain in their bowels and lower back. There was no report of exposure, injury, or medical intervention noted.